Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that there was a cuff leak with a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube. The tube was removed and the patient was re-intubated. No permanent injury was reported.